Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). A follow-up report will be provided after the examination results are available. Please note, this device is distributed outside the us and no gudid information exists. It is being reported due to a similar device. Being marketed within the us with the following info: UDI number: (B)(4). Premarket submission # k083689, k142596, k191910.

Event description:
According to the complainant: "during the infusion of nitroprusside (vasoactive drug), the line indicated an infusion of approximately 67 ml/h and it had no effect; after changing the infusion pump, the patient developed hypotension, indicating that the value displayed on the device was different from what was actually infused."